Event description:
Procedure was a lap chole. During pulling of the tissue both jaws fell apart and into pt. The user/facility is not sure if all the pieces were retrieved. There was no pt injury and no complications as a result of the alleged failure. No add'l tests were performed. Surgery prolonged 10 minutes. Pt's status is okay. It was thought that all pieces were retrieved when the incident was initially reported. However, the product was returned to the MFR and it was noted that the housing was missing a portion of the dovetail lugs. Several attempts were made to obtain add'l info from the facility.